Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a loud grinding noise on the cardioplegia motor on start up and shut down of the cooler heater unit. The device was not changed out, as the unit was used to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the complaint. The fsr found the cardioplegia motor not working at all. The fsr replaced the cardioplegia motor assembly which included the impeller. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.